Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an automatic lead safety switch (lss) on the right atrial (ra) due to high pacing impedance out-of-range (oor) of over 3000 ohms. Prior to this lss episode, the device recorded an atrial tachy response triggered by a non-physiologic noise. In addition, a day prior to both of the mentioned episodes, a signal artifact monitor (sam) episode was recorded indicating minute ventilation signal oversensing on the ra lead. High oor pacing impedance measurements were noted on the ra lead initially on this sam event. Technical services recommended further evaluation as an ra lead fracture was considered. Further information was received, no imaging or other evaluations were performed on the ra lead. The pacemaker was reprogrammed and the patient will continue to be monitored. This device remains in service in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an automatic lead safety switch (lss) on the right atrial (ra) due to high pacing impedance out-of-range (oor) of over 3000 ohms. Prior to this lss episode, the device recorded an atrial tachy response triggered by a non-physiologic noise. In addition, a day prior to both of the mentioned episodes, a signal artifact monitor (sam) episode was recorded indicating minute ventilation signal oversensing on the ra lead. High oor pacing impedance measurements were noted on the ra lead initially on this sam event. Technical services recommended further evaluation as an ra lead fracture was considered. Further information was received, no imaging or other evaluations were performed on the ra lead. The pacemaker was reprogrammed and the patient will continue to be monitored. This device remains in service in service and no adverse patient effects were reported.